Manufacturer narrative:
(B)(4).

Event description:
Caller tested 3.4 inr on the coaguchek xs system while a comparison lab returned as 8.81 inr. Caller states he had a nosebleed; no medical treatment required. Patient's marcumar dose was held. No adverse event related to the device was reported. Requested return of suspect system however caller declined to return the suspect system; replacement was sent.